Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) detected noise on the rate sense channel, which resulted in several divert reconfirms and the inhibition of pacing.